Event description:
The customer stated that she performed a control test and received a result of 320 mg/dl. She also stated that her blood glucose readings had been high. While troubleshooting, she performed control tests and received results of 187 and 271 mg/dl. The normal control range is 93-129 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.